Manufacturer narrative:
Device unable to prime during the prime/a33 test due to faulty fsr. (Gold) no a33 alarm noted. Unit was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out and the piston continued to move forward after reservoir contact. Customer stated that there were no numbers on the screen or nor any beeps. Customer was unable to exit the prime loop. Nothing further was reported.